Manufacturer narrative:
The autopulse platform in the complaint will not be returned to zoll for investigation, as the customer did not replicate the reported ua17 advisory message after the patient call. Zoll technical support suggested the customer return the autopulse platform for evaluation, but the customer declined the offer. Per account, they will keep the platform in service. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During patient use, the autopulse platform (sn (B)(4) stopped after performing 5 to 6 compressions and displayed user advisory (ua) 17 (max motor on-time exceeded during active operation). The crew checked the battery and adjusted the lifeband, but the issue persisted. The crew switched to manual CPR and then continued the resuscitation attempt using their local ambulance's lukas automated CPR device. However, return of spontaneous circulation (rosc) was not achieved, and the patient was later pronounced dead. The customer stated that the patient was larger in size compared to most patients but did not provide the patient's weight. The customer also stated that the patient's outcome was not related to the autopulse system. Back at the station after the call, the customer tested the autopulse platform using a manikin with the same battery that was used during the call and also with another battery. The autopulse platform powered on both times without any issues or faults. The platform performed continuous compressions without any interruptions, and the reported ua17 advisory message was not replicated.

Manufacturer narrative:
Per the customer's statement, the patient was larger in size compared to most patients. Generally, a large size means a large chest circumference and possibly higher chest stiffness, which both are the likely contributors to the reported ua17 advisory message.